Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a power error detected. The customer¿s blood glucose level was 151 mg/dl. Troubleshooting was performed for power error and it was observed that the power error detected recurred within a week. The insulin pump will return for the analysis.

Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Power error 25 due to connector resistance issue to the electrical board.